Event description:
It was reported that the tip of the catheter was deformed, hardened, and misshapen.

Manufacturer narrative:
The reported event was confirmed. A foley catheter with 0165gl16 written on the cap was returned. Visual evaluation noted no defects (gross visual evaluation). However, the french size was out of spec at 18 fr. Per the dimensional evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the catheter was deformed, hardened, and misshapen.